Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it failed. A "try it" manual test was performed and there was no sound omitting from the device. The receiver log was downloaded and evaluated with no related errors observed. The receiver case was opened for an internal visual inspection and it passed. The speaker vibrators were replaced with know good ones and it passed. The reported event of an intermittent vibration was confirmed. The root cause was determined to be a defective vibrator motor.